Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) an optical sensor module failure. The treatment was continued using signals other than the optical sensor, and the device was replaced when it was possible. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is person in charge.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. A getinge field service engineer (fse) evaluated the unit and was not able to reproduce the reported issue. Fse stated that as error 53 was present in the log he cleaned the board and reconnected. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.